Event description:
A report was received that the patient was experiencing intense pain and discomfort whether the stimulation was on or off. The patient went to emergency room for pain treatment.

Event description:
A report was received that the patient was experiencing intense pain and discomfort whether the stimulation was on or off. The patient went to emergency room for pain treatment.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information cannot be obtained at this time. Several attempts were made to follow-up with the patient but were unsuccessful.